Event description:
It was reported that rology grasping forceps broke whilst being used. Attempted retrieval of broken piece, initially grasped with forceps but unable to find the piece when new forceps removed from scope. Patient x-rayed and no metal seen .thorough examination with repeat cystoscopy done and no metal piece detected. Surgeons satisfied that the broken part was not retained and consultant surgeon informed. The procedure was completed without injury to patient and with around 15 mins delay. However, since the x ray was required, this case is reportable.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).